Event description:
New information reported on (B)(6) 2018 the device continued to exhibit undersensing. No patient symptoms or intervention were reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac monitor exhibited undersensing. The device was successfully reprogrammed and normal device function resumed. The patient was in stable condition and would continue to be monitored. On (B)(6) 2018 the device was interrogated and intermittent undersensing was noted and programming changes would be made at the next in-clinic visit.